Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the inserter felt resistance at the time of guidewire withdrawal, and noticed that upon removal the wire was deformed." The procedure was completed with the same device. There was no patient harm or injury.no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the inserter felt resistance at the time of guidewire withdrawal, and noticed that upon removal the wire was deformed." The procedure was completed with the same device. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".